Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The screw on the caliper came off.

Manufacturer narrative:
Examination of the submitted device confirmed the setscrew has broken. The root cause is attributed to device wear from normal use and servicing. The device is old (mfg 1997) and has been subjected to heavy usage over time. Based on the root cause determination of device wear from normal use and servicing and the low frequency of reported events, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.